Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Power supplies were checked and all connections made secure. It was further reported that during the past week the system froze up three times and was able to recover with reinitialization. It was further reported that the installation has questionable ac power quality and that it had been recommended that the system be placed onto a uninterruptible power supply (ups) at a dedicated power outlet. A dedicated outlet was being used, but without the ups. The system was tested thoroughly and found to be working as intended. The system was placed back into service.

Event description:
It was reported that the system 9600 reported an interlock error during a procedure. The system could not be reinitialized and had to be replaced in order for the procedure to be completed. There was no adverse patient involvement reported. There was no patient information reported.